Manufacturer narrative:
(B)(4). Unknown-unknown stem-unknown; unknown-unknown liner-unknown; unknown-unknown cup-unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01143 reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : product location unknown.

Event description:
It was reported that the patient underwent a revision surgery 26 years post implantation due to pain, ringing in ear, tremors, memory loss, positive pet scan consistent with chronic toxic encephalopathy, and elevated metal ions. During the procedure the patient had findings consistent with metallosis, pseudotumor and necrosis. Attempts have been made and additional information on the reported event is unavailable at this time.